Event description:
A patient underwent percutaneous coronary intervention (pci) for in-stent restenosis of the left circumflex and proximal to near ostial first obtuse marginal stenosis. The stent was inserted into guideliner and would not pass through proximal left circumflex lesion on 2 attempts. When stent was pulled out it was damaged and unusable. Physician felt the angle of the insertion into the left circumflex which was previously stented caused the stent hangup. During this procedure, the first obtuse marginal developed acute occlusion. This was likely related to proximal circumflex manipulation. Procedure continued. Physician was successful in pci to left circumflex and proximal first obtuse. We have had a similar experience with this device in the past.======================manufacturer response for coronary stent, xience nano (per site reporter).======================stent returned to the manufacturer in june of this year for investigation. Guideliner returned to manufacturer in june of this year for investigation.